Event description:
As reported by the user facility (translation of user facility information by (B)(4)): pump ran too fast. Drug: 5fu. Pump was connected to the patient at 02:30 pm and was finished on next day at 04:30 am.

Manufacturer narrative:
(B)(4). The device is currently shipping from the customer to (B)(4) for investigation. A follow up report will be provided after the inspection results become available. We have informed our manufacturer accordingly. Reviewed the device history record and there were no defect encountered during in process inspection and final control inspection.